Manufacturer narrative:
(B) (4). (B) (4). The extension set was received. A follow up report will be filed upon completion of the investigation.

Event description:
Event is on going since june 15th. Customer reported the extension set, 20059e, is splitting when flushed (primed) using pre-filled saline syringes. Reported the user will flush the 20059e using an excelsior medical zr 5 ml prefilled saline syringe, prior to starting the IV and the tubing will split because of the force needed to flush the tubing. No patient or staff harm reported. No additional event details available.